Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7236636, medical device expiration date: 08/31/2022, device manufacture date: 08/24/2017, medical device lot #: 7018815, medical device expiration date: unknown, device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when opening up the pack of the bd micro-fine¿ pen needle benelux product, the new needles had what looked like blood on the outer casing. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
The lot originally reported from the customer 7018815 is incorrect after further investigation it was over reported in the previous MDR. The correct information is listed below. From: medical device lot #: 7236636, medical device expiration date: 08/31/2022, device manufacture date: 08/24/2017. Medical device lot #: 7018815, medical device expiration date: unknown, device manufacture date: unknown. To: medical device catalog # 320794, medical device lot #: 7236636, medical device expiration date: 08/31/2022, device manufacture date: 08/24/2017. The lot originally reported from the customer 7018815 is incorrect after further investigation. It was over reported in the previous MDR. The correct information is listed below.

Manufacturer narrative:
Investigation results: one hundred and thirty eight sealed 31g x 5mm pen needle samples were returned from lot. No. 7236636 cat. No. 320794. Visual examination was carried out on 30 samples and it was observed that one sample had foreign matter on the cover, no issues were observed with the remaining 29 samples. Visual examination was carried out on 30 samples and it was observed that one sample had foreign matter on the cover, no issues were observed with the remaining 29 samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The most probable root cause was identified as incorrect molding start up. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.